Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result from a secondary sample tube from another laboratory was 0.41 miu/ml and was reported outside the laboratory. The patient did not accept the result. On (B)(6) 2016, the other laboratory tested the primary sample on their cobas e 411 immunoassay analyzer and the result was 525 miu/ml. This sample was then sent to the customer to be tested and the result was 552.50 miu/ml. The patient was not adversely affected. The reagent lot number was 15654200 with an expiration date of 09/30/2017. The pinch valve tubing was changed and the sipper and bead mixer positions checked and fixed. The photomultiplier tube voltage and liquid level detection voltage were checked by the field service representative. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The investigation found qc was not tested on the date of the event and calibration results were low. Based on this, a general reagent issue could not be excluded. As the customer did not use the recommended sample tube rack adapters, a pipetting issue due to a leaning sample tube could not be excluded. The provided analyzer alarm trace contained many alarms relating to sample volume issues that could have been caused by poor sample quality from preanalytic issue.